Event description:
On (B)(6) 2013, it was reported that the up and down arrow keypad buttons were intermittently unresponsive. This complaint is being reported because the issue remained unresolved at the time of trouble shooting. There is no indication that the product issue caused or contributed to an adverse event

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/18/2013 with the following findings: keypad was observed to be fully intact with no lifting or damage. The up and ok keypad emblems were observed to be worn and intermittently unresponsive to testing. The keypad cover was removed and contamination was found on the contrast, up, down, and ok key contacts. Unrelated to the initial complaint, the display screen had a pink contrast. The cover was removed and replaced with a new test screen and observed to have normal contrast without signs of discoloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.